Event description:
The reporter indicated that during a follow-up session no output was observed, and telemetry could not be received. Telemetry from the last follow up on 10/02/98 showed cell voltage of 2.72v, a magnet rate of 85.8 ppm and a cell current of 14.4 ma